Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (4000 mcg/ml at 690.5 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. On (B)(6) 2019 it was reported that the patient was in the ER (emergency room) and was visibly much more spastic. The spasticity began suddenly on (B)(6) 2019. The pump was interrogated. There were no alarms noted and the logs were normal. The reservoir volume was 6.2 ml and the pump needed to be filled prior to (B)(6) 2019. Additional information was later received from a consumer (friend/family member of patient) on (B)(6) 2019. It was reported that they noticed a return of spasticity about 3 months ago. The date (B)(6) 2019 is considered an approximate date of event (month and year known only). It was noted that the patient had been in the hospital since (B)(6) 2019. It was stated that a physician tried to take medication out of the pump through the port, but could not take out any medication. As a result they did an x-ray to make sure they were in the port and they were. There had been no pump a larms that they had heard. The patient had experienced a gradual return of symptoms. They noticed a return of spasticity in the patient¿s arm and it had gradually gotten worse until they had became rigid, shaking and wasn¿t able to stay still. It was further reported that the pump was expected to be filled on (B)(6) 2019 and the alarm date was scheduled in (B)(6) 2019. A physician had refilled the pump yesterday ((B)(6) 2019). A volume discrepancy occurred. The expected reservoir volume (erv) was about 5 cc, but they were only able to pull from the port less than 1 cc. It was noted that there were no volume discrepancies noted on past refills. It was noted that a company representative had interrogated the pump and stated the pump was working as it should. The patient was to have a catheter dye study performed on (B)(6) 2019. The pump was currently administering baclofen with concentration 4000 mcg/ml at a dose rate of 724 mcg/day. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider who reported that on (B)(6) 2019 the patient underwent aspiration of drug reservoir port with expected amount of drug easily withdrawn from reservoir, then re-injected into reservoir. Accessing port was accessed also with fluoroscope guidance with easy aspiration of 1.5-2ml of fluid. Catheter and pump appeared intact under fluoro. Rotor study normal, pump programmed for bolus and refilled. There was no clear cause for the volume discrepancy- they speculated that patient had some increased drug delivery when sick with febrile issues the month prior or some leak at prior refill but this was not known to have occurred as prior refill was normal. No abnormalities reported on pump logs. The pump refill was performed satisfactorily under fluoro procedure- no exact cause of reservoir volume discrepancy found. The patient was sick with unknown febrile illness when increased spasticity was first noted. Patient with ¿neurostorms¿ post traumatic brain injury years ago. The actions and interventions taken was the issues was the patient was evaluated and treated for pneumonia and rhabdomyolysis, the pump was refilled satisfactorily under fluoroscope guidance. The dose of the intrathecal baclofen was increased, the patient was given oral baclofen temporarily. As the patient improved, intrathecal baclofen dose was decreased to prior dose and the patient¿s oral baclofen was stopped. The patient was discharged from the hospital (B)(6) 2019. The patient¿s weight was reported as (B)(6). The patient continues with the pump in place, continuing intrathecal baclofen therapy at 683mcg/day. The patient was scheduled to return for next pump refill in (B)(6) 2020 prior to alarm date (B)(6) 2020. The patient was progressing satisfactorily. No further complications were reported or anticipated.